Manufacturer narrative:
Additional information received from the account advised that this event was a no cross event and there was no issues with the product itself. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a resolute onyx drug eluting stent failed to cross the lesion and was deformed. No patient injury reported.